Event description:
Dr. [Redacted name] had a case on [redacted date] and had an issue with the xen 45 glaucoma implant (infor: [redacted number], item#: 5513-001). He had to use a second implant. [Redacted name] contacted the sales rep and as a courtesy, the sales rep replaced the implant free of charge. Manufacturer response for glaucoma eye implant, stent xen 45 gel glaucoma impl (per site reporter).